Event description:
It was reported that by the customer through customer service that the locking mechanism on the unit was causing a jerking motion when engaged. There was patient involvement; however, it was not known if there were adverse events to report.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.